Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, alaris smartsite, foreign matter. The following information was provided by the initial reporter: black spots in fluid chamber additional information: can you provide more detailed photographs of the product and the foreign matter? Product has already been collected by dhl today please confirm the nature of the contamination ¿ size very small, colour black, texture unknown as inside fluid chamber, embedded inside chamber or not? Unable to provide all information please confirm when the contamination was identified, in the sealed packaging or upon use of the product. Email has been sent to clinician requesting this information. I will forward this once I receive this.